Manufacturer narrative:
Device disposed of by customer.

Event description:
The distributor reported that the device disassembled during cleaning prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.